Event description:
It was reported that the customer was unable to pair their glucose sensor with the pump because the sensor had been started in the abbott mobile application and was therefore in use by another device; the customer deleted the abbott app, initiated a new sensor, and successfully scanned to pair with the pump after troubleshooting and education. Symptoms included no alerts or alarms from the pump. Outcomes included restoration of intended sensor-pump communication after re-start and re-pairing. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the sensor was already claimed by an external application, consistent with use error and compatibility context for the sensor communication component. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to sensor pairing conflict.